Event description:
The customer reported that while the unit was in use on a patient, the unit's display was all garbage. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
One or more components were replaced. The company representative replaced the display. The unit was tested to factory specification. It functioned normally, and was returned to the customer.